Event description:
Reporter stated the infusion device shut-down without providing an error message, and the customer experienced hyperglycemia of 478 mg/dl as a result. The battery was changed, and the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(4).